Manufacturer narrative:
Zimmer biomet (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was stated by the patient he was experiencing pain during his treatment. He was wearing it 24/7, I told him to hold off on using spinalpak for now. Patient stated that he is having pain during treatment having spasm. Pain level is 10 patient is treating t12-l2. Patient has been experiencing symptoms first day he used unit. Patient has not increased his daily activities. Did not seek medical treatment and taking morphine. Advised patient to conduct a time test at one hour increments after he is pain free treat 1 hour per day for the first three days. If he does not experience any pain, he should increase treatment time by 1 hour each day after that. Advised him to call back with any issues during the time test.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was stated by the patient he was experiencing pain during his treatment. He was wearing it 24/7, I told him to hold off on using spinalpak for now. Patient stated that he is having pain during treatment having spasm. Pain level is 10 patient is treating t12-l2. Patient has been experiencing symptoms first day he used unit. Patient has not increased his daily activities. Did not seek medical treatment and taking morphine. Advised patient to conduct a time test at one-hour increments after he is pain free treat 1 hour per day for the first three days. If he does not experience any pain, he should increase treatment time by 1 hour each day after that. Advised him to call back with any issues during the time test. No additional patient consequences have been reported. Spinalpak was not returned for further evaluation.